Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the stomach during a procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a gastric sleeve post-operative leak. According to the complainant, the stent migrated (exact date unknown). The physician attempted to remove the stent; however, the stent could not be removed. On (B)(6) 2014, the patient was sent to surgery to remove the stent. The patient's condition at the conclusion of the procedure was reported to be stable and the patient remained hospitalized until recovery. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent migration. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.